Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a high blood glucose level of 346 mg/dl. The customer was uncertain of the suspected cause. The customer administered a manual injection. A system check was performed with tandem technical support and no issues were identified with the pump or supplies. A recommendation was made to discuss factors that may affect blood glucose level with the healthcare provider. Reportedly, the customer would use manual injections as alternate insulin therapy.